Event description:
It was reported that a device handpiece failed, but did not result in a pt injury. Physician performed the first lesion in a pt, and on the second lesion attempt the doctor noticed through the scope that the sheath had come apart from the needle and described it, "as being in two separate pieces." Temperatures were normal and not out of range. They did stop the procedure due to the pt having blood pressure issues. Medtronic returned product was rec'd with the report that the shields could not be retracted and the device was removed from the pt with shields extended. Another account of the event stated that during the procedure the needle pierced the urethral coupling, the shield, and pushed it out and it could not be retracted, so it had to be removed from the pt with the shield extended about 1.3 centimeters. Analysis results are pending and will be reported when available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.